Event description:
According to the reporter: structural balloon 1 failed to deploy inside the pt. Structural balloon 2 did not maintain pneumo during the operation. Both balloons failed in the same case. The first balloon was removed and the second balloon was used with higher pressure and fast pulsing to complete the procedure. The surgeon had to set the pressure to 24 under fast pulsing. No pt injury reported.

Manufacturer narrative:
(B)(4).